Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returned for further evaluation. However the customer troubleshoots the unit. Checked the ventilator with proper tubing and test lung found unit is giving the above mention alarms. Check and crosschecked flow sensor exhalation valve body, diaphragm and cleaned pressure sensing line. Checked and replaced internal pneumatics tubing, but still problem not solved. Crosschecked with working main pcb (printed circuit board) with kit and found that the machine is working satisfactorily without any alarm. Transducer tests - exhalation differential: 544 passed, turbine differential: 964 passed, exhalation pressure differential: 1448 passed, turbine serial no : (B)(4). Turbine working hours: 2790, all three transducer calibration are passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable), motor fault, circuit disconnect, low pip (peak inspiratory pressure) and low ve (ventilation) alarm continuously. The customer confirmed that there was no patient involvement associated with the reported event.